Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 3 of 4 - other mfg report #: 2523190-2017-00021, 2523190-2017-00022, 2523190-2017-00024. It was reported that the jaws did not coagulate and the sheath was very hot and there is a high risk of burn for the patient and user. The product was in contact with the patient however, no patient injury was reported.

Manufacturer narrative:
Integra has completed their internal investigation on march 7, 2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; the insert is on short circuit. The electrical insulation is compromised under the tube. However, this part is not in patient contact: the risk of electrical arc and so of patient burn is very low. There is no issue with the assembly with a tube cev6795b and a handle cev669b. The short-circuit in the electrode makes it warm and then heats the tube. DHR review; two complaints related to defective coating for this lot. No nonconformity related to this issue for this lot. Complaints history; including this complaint, the complaint rate for product family bipolar electrode for the past 12 months is 0,003596% complaints /product uses. This is not a statistically adverse trend. Conclusion: the most probable cause of this short circuit is a manufacturing defect during the coating of the electrode's wires.